Event description:
This patient with an unknown primary cancer metastatic to the liver received therasphere uneventfully in a right lobe liver treatment in 2002. The patient underwent an angiogram and maa scan in preparation for retreatment with therasphere 2 months later. Following a difficult procedure, the patient developed expressive aphasia. Head CT was negative. Head mra showed 2 small areas of infarction, no sign of large infarction. The patient was discharged the following day with slight comprehension difficulty. The incident is presumed to be a result of a dislodged plaque during an aortic arch approach to angiogram. The incident was not related to therasphere.